Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. After pre-dilatation performed, a 3.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure resistance was encountered and the stent struts were frayed due to calcium. The device was removed and the procedure was completed via alternative method. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. After pre-dilatation performed, a 3.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure resistance was encountered and the stent struts were frayed due to calcium. The device was removed and the procedure was completed via alternative method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with distal stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured by snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a test guidewire without issues. No other issues were identified during the product analysis.